Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the right ventricular (rv) lead exhibited intermittent loss of capture, high thresholds and di slodgement. The rv lead was reprogrammed, revised and remains in use. No patient complications have been reported as a result of this event.